Event description:
It was reported that the articles became rusty after sterilization. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The device was returned for investigation. The instrument conformed to specifications. Concerning the visible signs of corrosion, it should be noted that stainless steel is only rust-resistant. The corrosion resistance is only ensured when the products are stored under dry conditions. In addition, all metallic contacts in humid or wet conditions may create electrolytic reactions resulting in contact corrosion. This complaint is invalid from a manufacturing standpoint.